Event description:
On (B)(6) 2014, it was reported that the keypad buttons were unresponsive, with tactile changes. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The complaint of the keypad buttons¿ unresponsiveness was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and no contamination was found under the button contacts. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.